Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: is the valve that was retrieved being returned for analysis with the trocar? Yes the valve will be send together with the trocar.

Event description:
It was reported that during a gastric bypass procedure, when inserting the stapler through the trocar port, the surgeon felt some resistance. After this, the surgeon discovered one of the valves from the trocar inside the patient. The surgeon removed the valve from the patient. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). The analysis results found that the cb12lt device was returned with the seal damaged and torn; the torn piece of the seal was returned with the device. The device was inspected in order to evaluate the condition of the seal and the damage was confirmed; in addition, the separate piece of the seal was observed to have a mark which suggests that a pointy instrument was inserted through the trocar with excessive force. Per instructions for use: "use caution when introducing or removing instruments through the trocar sleeve in order to prevent inadvertent damage to the seals which could result in loss of pneumoperitoneum. Special care should be used when inserting sharp or angled edged endoscopic instruments to prevent tearing the seal." We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances.